Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) indicated the date of pump explant was (B)(6) 2018. The date of the event/onset regarding the infection was not confirmed. It was noted the infection was resolved since the explant. The device would not be returned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving compounded baclofen of unknown concentration at a dose rate of 150. Mcg/day and morphine of unknown concentration at a dose rate of .80 mg/day via an implantable pump for non-malignant pain. It was reported that an infection of the implant site occurred. The event occurred during normal use. The date of the event was unknown at the time of the report. The pump was explanted. A sample was taken and analyzed, and it came back gram positive. Environmental/external/patient factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved at the time of the report. Other mediations (oral, etc.) The patient was taking at the time of the event was unknown. The patient¿s medical history and weight was requested but was unknown. The patient¿s status at the time of the report was unknown. No further patient complications have been reported as a result of this event.